Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1800095 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken during usage on the patient.

Event description:
It was reported that the clip was found broken during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge contained a clip broken in half at the hinge and two intact clips. The cartridge appears used as there is biological material present on the sample. Functional inspection was performed on the intact clips remaining in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the intact clips that were returned in the cartridge. Although the intact clips were successfully applied to over-stressed surgical tubing, one of the clips returned in the cartridge was broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. CAPA 40009634 has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of the clip being "broken" was confirmed based upon the sample received. The cartridge contained a clip broken in half at the hinge and two intact clips. Although the intact clips were successfully applied to over-stressed surgical tubing, one of the clips returned in the cartridge was broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.